Event description:
The account alleged that the bed will intermittently not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The account replaced the nurse call panel to repair the bed.